Manufacturer narrative:
The catheter was not returned to the manufacture for analysis. In the past, a severely kinked guide wire was found to be attributed to a failure mode such as this. Since the guide wire and catheter were not returned, a final disposition for root cause can not be determined. This report is being sent as a notification.

Event description:
Resistance was felt during the third pull-back of a procedure. The lumen of the catheter was found to have a bur when it was removed from the patient.